Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after patient insertion the cuff of the foley catheter did not inflate, and they claimed that the problem was caused by the product, as thorough instructions were given regarding syringe operation during insertion.

Manufacturer narrative:
The reported event is confirmed due to tear present in catheter balloon which is the root cause of the reported event. Visual evaluation noted received 1 silicone temperature sensing foley catheter with sample port connector. Using in house leur lock syringe catheter was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Upon inflation catheter leaked immediately and a small tear was found on catheter balloon measuring 0.1170 inches. Picture of tear included in the investigation overview element. Also received 5 photo samples. First photo sample shows top view of catheter. Second photo sample shows side profile of inflation cap. Third photo sample shows end of catheter with balloon not deflated. Fourth photo sample shows photo of inflation cap. Fifth photo sample shows packaging. Based on the physical sample received the reported event is confirmed. A potential root cause is kinked lumen. A DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and state the following: "directions for use 1. Method of use 1) cleanse the area around the external urethral meatus with the packaged cotton balls immersed in the antiseptics. 2) lubricate the catheter shaft with the lubricant jelly. 3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. 4) pull the catheter slightly to seat the balloon at the level of the bladder neck. 5) to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." Correction: d,g,f,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after patient insertion the cuff of the foley catheter did not inflate, and they claimed that the problem was caused by the product, as thorough instructions were given regarding syringe operation during insertion.